Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported during a fistulogram procedure, an atb advance balloon catheter ruptured circumferentially. According to the initial reporter, a patient of unknown age and gender underwent at fistulogram where the complaint device was used in the left arm, "venous limb of fistula distal to axilla." Additionally, it was noted that a syringe was used to inflate the balloon device, rather than an inflation device, and a 50/50 mixture of saline and contrast was used during inflation. It is unknown at what pressure the atb advance balloon catheter ruptured, but it has been provided that the balloon was pinned up against the wall and a portion of the balloon material separated when trying to maneuver the device from the patient's anatomy, which was said to have not been tortuous or calcified. It was reported that a stent was placed to "gel the balloon piece" against the vessel wall. According to the initial reporter, the patient is "fine." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B5: upon preliminary visual examination of the returned complaint device it was noted the balloon shaft was separated which had not been previously reported. According to the initial reporter the shaft neither separated nor was it cut during the procedure. The sheath and complaint device were not removed from the patient's anatomy as unit. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned package confirmed that the customer returned the device in three separate segments along with a green wire. The first segment included the proximal end of the device. The balloon catheter measured 74.4cm from the distal end of the strain relief. There was a compression point in the catheter at 64.2cm. There is also visible biomatter in the balloon lumen opening in the hub. The second segment was attached to the wire starting at 105.1cm from the proximal end of the wire and measured 14.4cm long. The third segment contained 9.7cm of catheter shaft and the balloon material measured 3.1cm. The entire length of the segment was 12.4cm. The balloon was confirmed to have a circumferential ruptured, with no marker bands present. The distal portion of the balloon catheter, including balloon material was not returned. In regards to the wire returned, its total length was 150.2cm. There was a segment of balloon catheter shaft material attached to the wire starting at 105.1cm from the stiff proximal end of the wire and measuring 14.4cm long. The wire had a floppy distal tip. Additionally, elongation was noted at all three separation points in the catheter material. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with the device, which states "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the user and a failure to follow instructions. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.